Manufacturer narrative:
Study event. Evaluation summary: the stent remains in the pt's body. A conclusive root cause for the stroke could not be determined. Stroke is a known possible adverse event associated with the use of the device, as listed in the instructions for use. No device malfunction was reported. A review of the finished device lot history record did not reveal any non-conformity which could have contributed to this event.

Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of ae: post-procedure. It was reported that in 2009 ,the pt underwent cardiac catheterization and successful left internal carotid artery xact stent implantation. During the cardiac procedure, the pt experienced atrial fibrillation that persisted during the carotid procedure but converted to normal sinus rhythm before the end of the procedure. The next day, the pt experienced a right visual field deficit and had difficulty recognizing objects. CT scan was compatible with acute non-hemorrhagic left occipital infarct. The condition is continuing. Though requested no additional info was provided.